Event description:
The customer reported that the heartstart xl displays a f0003 system error. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted once the investigation is completed.